Event description:
(B)(4) study. It was reported that during a coronary artery treatment procedure the patient experienced angina and haziness around the lesion was discovered. In (B)(6) 2011, the patient was admitted after recurrent angina symptoms with chest discomfort progressively over the past few days and was hospitalized on the same day. The 80-90% mid left anterior descending artery stenosis was treated with pre-dilatation and placement of 2.5x 24mm ion stent. Following stent deployment, there was an area of haziness proximal to the stent encompassing the first diagonal. A second guidewire was passed down the first diagonal and a second 2.5mm x 12mm ion stent was placed overlapping the previous stent and diagonal. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel.

Event description:
(B)(4) study. It was reported that during a coronary artery treatment procedure the patient experienced angina and haziness around the lesion was discovered. In (B)(6) 2011, the patient was admitted after recurrent angina symptoms with chest discomfort progressively over the past few days and was hospitalized on the same day. The 80-90% mid left anterior descending artery stenosis was treated with pre-dilatation and placement of 2.5x 24mm ion stent. Following stent deployment, there was an area of haziness proximal to the stent encompassing the first diagonal. A second guidewire was passed down the first diagonal and a second 2.5mm x 12mm ion stent was placed overlapping the previous stent and diagonal. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).